Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood/hemolysis was not established due insufficient clinical details and no product or data logs were returned.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Impella cp support was initiated via femoral access in a 51-year-old female with acute myocardial infarction and cardiogenic shock, with a past medical history of coronary artery disease and renal insufficiency, was critically ill requiring inotropes, vasopressors, and mechanical ventilatory support. During the clinical course, the care team noted low urine output with red-colored urine and elevated ldh, and the patient was assessed as hemolyzing. No source of active bleeding was identified, and one unit of packed red blood cells was administered blood transfusion. Attempts at device repositioning were not feasible the prior day due to availability; plans were made to reattempt repositioning under transthoracic echocardiographic guidance device repositioning. Per the care team, the patient remained in mixed shock and critical condition. The patient¿s underlying renal insufficiency was recognized as a contributing factor that may exacerbate or confound findings related to hemolysis. The patient codes associated with this device include hemolysis, device repositioning, blood transfusion and death; however, the death is being recorded conservatively. The reported events are attributed to the patient¿s severe pre-existing cardiac dysfunction and prolonged critical illness. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.